Event description:
It was reported that the patient underwent a revision "about a month ago" due to the "leads being unhooked." No further explanation was provided. The patient also reported pain in her left leg that could not be covered at the time due to swelling. Reprogramming was being considered to try to cover the left leg pain. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Continuation of concomitant medical products: planted: (B)(6) 2010 explanted: unk; lead model 37743 lot# unk serial# (B)(4) implanted: unk explanted: unk; lead model 3708220 lot# unk serial# (B)(4) implanted: (B)(6) 2010 explanted: unk; lead model 3487a-56 lot# v546768 serial# unk implanted: (B)(6) 2010 explanted: unk; lead model 3487a-56 lot# v546768 serial# unk implanted: (B)(6) 2010 explanted: unk.